Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified that the pebax was open and it appeared that to have a hole. Initially it was reported that blood seeped into the spring window. The catheter was replaced with new one and issue resolved, and the procedure was continued successfully. There was no patient consequence. The returned device was inspected and the pebax was open and there appeared to be a hole. During the second visual inspection, it was clarified that pebax damage was a hole, reddish material was observed inside the pebax and exposed metals. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint has been confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified that the pebax was open and it appeared that to have a hole. Initially it was reported that blood seeped into the spring window. The catheter was replaced with new one and issue resolved, and the procedure was continued successfully. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The blood seeping into the spring window of the catheter was assessed as foreign material inside the pebax with no external damage. This was assessed as not MDR reportable since there is no evidence of damage to the pebax integrity. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. On october 24, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection, the pebax was open and it appeared that to have a hole. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction upon receipt of the device on october 24, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is october 24, 2019.